Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative replaced the imaging system. The suspect power factor controller (pfc) board and the ht controller board were returned for evaluation, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the device made a very loud popping noise before taking a 3d spin. The 2d images worked fine but when attempting to take 3d images, a noise like "gunshot" was heard coming from inside the device. After the loud noise, the device no longer worked. However, motion and gantry movement was not an issue. There was less than an hour of delay to surgery and there was no impact on patient outcome.

Manufacturer narrative:
The pfc board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The charge/discharge monitor was returned to the manufacturer for evaluation. Testing found that there was electrical overstress on the board of the unit. The ht controller board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The interface control board was returned to the manufacturer for evaluation. Visual inspection noted electrical overstress on the unit. The atp console for the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system could not perform image acquisitions with the unit installed in a known operational imaging system. The k tube for the high voltage tank was returned to the manufacturer for analysis. The tube was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The louver cover was returned to the manufacturer for evaluation. Testing found that the cover was bent. The groove rollers were returned to the manufacturer for evaluation. Testing found that the rollers did not spin smoothly.

Manufacturer narrative:
Correction: while testing the imaging system, it was reported that the pfc board, fuse, charge/discharge motor, ht controller board, the interface control board, bellows slides, atp console, high voltage tank, ht controller board, side wall cover, louver cover and groove roller were replaced. The imaging system was not replaced, as previously indicated. Additional components have been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
The ht controller board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The eprom ht u5 for the imaging system was returned to the manufacturer for evaluation. When installed on a known operational ht controller power control board, the x-ray functionality would not ready.

Manufacturer narrative:
The analysis on the charge/discharge monitor power control board was completed by medtronic personnel. The testing found that a resistor on the board was darkened and there was melted solder and insulation on the board, the unit could not have functional testing performed due to the resistor. Manufacture site ID updated from 1723170 to 3004785967. If information is provided in the future, a supplemental report will be issued.